Manufacturer narrative:
The philips remote service engineer (rse) spoke to the customer, who believed the pump was defective and requested bench repair. The rse emailed the customer a us bench service center form. The device was not received by the philips authorized repair facility for evaluation. The product malfunction was unable to be confirmed, because the customer did not return the device. A review of the service history for this device shows that the problem has not been reported again for this device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24-sept-2016 so no UDI required.

Event description:
It was reported that the non-invasive blood pressure (nibp) is giving inaccurate readings. The device was not in use on a patient at the time of the event, so there was no patient involvement.